Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a2, a4 h3, h6: investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided patient single x-ray. Visual examination of the provided x-ray did not find sufficient evidence to confirm migration of the reported rfna. Based on the evidence summited, nothing indicative of a problem with the nail was identified. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1, e2, e3, e4.

Manufacturer narrative:
(B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal of nail (advanced retrograde femoral nail). Two(2) screws backed out of this nail. The 60mm screw and 70 mm screw was removed from the patient. It was unknown if the removal surgery completed successfully. The patient outcome is unknown. The original implant date was on (B)(6) this year, 2021. Concomitant device reported: unk, end caps: rafn (part#: unknown, lot#: unknown, quantity: 1) .unk, screws: rafn (part#: unknown; lot#: unknown, quantity: unknown). This complaint involves three(3) devices. This report is for (1) rfna / 12mm / 360mm 5 degree bend / sterile. This report is 1 of 3 for (B)(4).